Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received that patient had a revision on (B)(6) 2019 to reposition the right occipital lead. As a result, no product was explanted or replaced. Effective therapy restored post-op.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2. Reference MFR. Report# 1627487-2019-01097. It was reported the patient experienced lead migration. Reportedly, one of the occipital leads migrated down to the patient's neck. Surgical intervention may occur later to address the issue. It is unknown which lead is related to the issue. Therefore, all the suspected devices are being reported.

Event description:
Device 2 of 2: reference MFR. Report# 1627487-2019-01097.